Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 19322 and data files were returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 17 applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and temperature curve had no oscillation or overshoot. During balloon inflation, the guidewire lumen was found to be bent. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 0.8 and 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. The patient data file was received and recorded on the reported date of the event. The patient data file showed 19 applications were performed using a 2af283 balloon catheter with lot number 22449. The patient data file showed system notice 50012 (the refrigerant delivery path is obstructed) during inflation at application number one. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings were as expected. However, the temperature profile was unexpected during ablation at applications 16 and 17. The temperature dropped to - 57 in 32 sec for certain applications. In conclusion, the temperature issue was confirmed and the balloon catheter failed the returned product inspection due to a kink/twist observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after ablations of the left pulmonary veins, the temperature of the balloon and the right inferior pulmonary vein (ripv) dropped more quickly than expected and the temperature did not display as expected. The balloon catheter was replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.